Manufacturer narrative:
B3, b6: dates estimated. The device was returned for analysis. The reported loose or intermittent connection was unable to be confirmed. A review of the lot history record and similar incident review could not be conducted because the lot number was not provided. As the reported difficulties were unable to be confirmed during return analysis, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the devices were not properly aligned and/or not fully connected/tightened resulting in the reported loose/intermittent connection. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during preparation, the side port of the copilot bleedback control valve could not connect to a non-abbott tubing. There was no patient involvement and there was no clinically significant delay in the procedure. Another copilot was used in a procedure. Return device analysis identified blood on the inside of the device indicating that the issue occurred during a procedure and not during preparation as reported. No additional information was provided.